Manufacturer narrative:
During the device evaluation, it was determined that a failure of the e-box was the cause of the reported event of overheating.

Event description:
The system 7 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the device was overheating. There was no patient involvement and no adverse consequences associated with the device.